Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV," seroma-late," and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late, silicone migration, and granuloma.

Event description:
Patient reported "investigated the brand and having implants that were subject to a health alert in mexico." Patient later reported "benign calcifications" and "lobulated edges." Healthcare professional additionally reported "pain and inflammation in the right breast due to grade IV contracture and deformation,¿ ¿laminar peripheral fluid,¿ ¿inflammation,¿ ¿folds,¿ ¿laminar peripheral fluid,¿ ¿posterior gray shadow secondary to silicone infiltration¿, ¿axillary nodes with silicone migration,¿ and ¿siliconomas.¿ device remains implanted.